Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. (B)(6).

Event description:
The customer reported the display is missing a segment. No patient impact or consequences were reported.

Event description:
The customer reported the display is missing a segment. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During inspection, the returned unit passed visual analysis. The device arrived without batteries - generic stock lab batteries were used to power on the unit. Once powered up, one led segment was found which did not fully illuminate. During functional testing, the device was able to obtain spo2, pi, and pulse rate readings. Internal inspection isolated the led failure to an intermittent component (d2) of the system board. The reported issue was confirmed. A service history record review reveals that this unit was in the field for over two (2) years with no previous issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as (B)(6).